Event description:
Hollow 1cm x 0.5 cm thin foreign body found in center of bladder calculus when retrieved during cystoscopy and tur in 2009. Item appears to be similar to ceramic tips on k. Storz resectoscope sheaths. Facility records researched and found that storz resectoscope sheaths used on this patient approx six months prior, for cysto and tur of bladder stones was identified later in the day as missing a tip and was sent for repairs. Patient has had other outpatient procedures, but facility suspects hollow tip identified encased in the bladder calculus on original date, is from the storz scope sheath. Intensity of laser voltage used six months prior procedure may have caused bonding agent holding tip to sheath to weaken. Surgeon would most likely not have seen the tip come off due to the nature of the procedure and the amount of blood in the field. Circulating rn and scrub tech would not be able to visualize the field. Tip remained as a foreign body, became encased within a bladder calculus, resulting (on original date) cystoscopy and tur lithotripsy. Dates of use: 1985 -- 2009. Diagnosis or reason for use: laser lithotripsy of bladder stones.